Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the 4402 potential hemolysis detected alarm was triggered and there were no return cycles that occurred in the collection. Therefore, there is no concern for air to donor for this event.  No further reporting will be provided as this does not represent a reportable event.

Event description:
Customer reported potential hemolysis. Patient information and outcome are unknown at this time.

Event description:
Customer reported potential hemolysis. Patient information and outcome are unknown at this time. Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.